Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer called 911 for low blood glucose. Blood glucose value at the time of admission was in the 30's. Customer reported that the insulin pump was exposed to moisture. Customer also reported that the insulin pump alarmed button error. Customer's current blood glucose reading was 206 mg/dl. Nothing further reported.